Event description:
The customer's daughter called to report that the customer was hospitalized for high blood glucose levels above 600 mg/dl. Prior to the event, the customer changed the infusion set twice due to no delivery alarms, and the cannulas were bent. When the infusion set was removed at the hospital, the cannula was bent again. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. Found that the customer may not have been inserting the infusion sets properly. Infusion set recommendations were made. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.